Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not achieve hemostasis after deployment was completed and the device was removed following sufficient time. Additional manual compression was performed to achieve hemostasis, and the procedure was then completed. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in the use of the mynx device. The sheath introducer manufacturer, model, and french size are unknown. The femoral artery¿s suitability was verified via angiography, including confirmation of a 30¿45-degree insertion angle. The vessel accessed was arterial, and its diameter was verified to be =5 mm. Vessel tortuosity was reported as moderate, and there was a moderate presence of peripheral vascular disease (pvd) or calcium near the puncture site. Other procedural details were requested but are unknown. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not achieve hemostasis after deployment was completed, and the device was removed following sufficient time. Additional manual compression was performed to achieve hemostasis, and the procedure was then completed. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in the use of the mynx device. The sheath introducer manufacturer, model, and french size are unknown. The femoral artery¿s suitability was verified via angiography, including confirmation of a 30¿45-degree insertion angle. The vessel accessed was arterial, and its diameter was verified to be =5 mm. Vessel tortuosity was reported as moderate, and there was a moderate presence of peripheral vascular disease (pvd) or calcium near the puncture site. Other procedural details were requested but are unknown. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and the advancer tube were not returned for this evaluation. The sealant sleeve was found partially retracted, and a notable amount of saline substrate was observed inside the balloon as received. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation functional test was made; however, the evaluation could not be completed due to the presence of saline substrate inside the balloon. This condition was determined to have caused a blockage of the inflation lumen, preventing proper execution of the test. A deployment simulation was attempted; however, it could not be completed because neither the sealant nor the advancer tube was returned for evaluation. The product history record (phr) review of lot f2505801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could attribute to the reported failure. However, access site factors (site had moderate tortuosity and moderate pvd/calcium within the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Regarding the blocked inflation lumen noted on the returned device, the blockage was determined to be due to dried saline substrate; therefore, it is unlikely that this condition would have been experienced during the procedure and is not considered a contributing factor to the reported issue. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, it instructs, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not achieve hemostasis after deployment was completed and the device was removed following sufficient time. Additional manual compression was performed to achieve hemostasis, and the procedure was then completed. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in the use of the mynx device. The sheath introducer manufacturer, model, and french size are unknown. The femoral artery¿s suitability was verified via angiography, including confirmation of a 30¿45-degree insertion angle. The vessel accessed was arterial, and its diameter was verified to be =5 mm. Vessel tortuosity was reported as moderate, and there was a moderate presence of peripheral vascular disease (pvd) or calcium near the puncture site. Other procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient-related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are common procedural complications and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.